Event description:
On (B)(6) 2011, nurse requested assistance adjusting basal rates on the infusion device. Nurse advised pt was "passing out" and that her blood glucose was in the 400 mg/dl range. Nurse was unsure if blood glucose was the reason for her hospitalization, but blood glucose had decreased. Basal rates, time, and date were adjusted during call, and daily basal rate was increased from 24.0 to 31.2 units per physician's order. Follow-up was completed on (B)(6) 2011. Pt was awake and reported that she started to experience hyperglycemia on (B)(6) 2011. Target blood glucose is 120-150 mg/dl. Cartridge and infusion set were changed at 7 a.m. On (B)(6) 2011. At 10 a.m., blood glucose elevated to the 300 mg/dl range. She bolused insulin, and blood glucose elevated to "hi" mg/dl at 11 a.m. Husband noticed pt had slurred speech and was incoherent, and he called 911. Pt remembers "blacking out" during this time, and blood glucose was 600 mg/dl on paramedic's glucometer. Pt was admitted to the hospital on (B)(6) 2011, and it was found that she had an infection in her back, which is where she had surgery recently. She was given 3 forms of antibiotics. Pt remained on her infusion device, and blood glucose returned to normal range. Pt was scheduled to be discharged on (B)(6) 2011. No product concerns were noted during troubleshooting. No product was requested for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.